Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level, as readings did not exceed or drop below critical thresholds. Technical support instructed the customer on proper button usage and confirmed that the pump was within warranty. They arranged for a replacement pump with updated software, provided instructions for putting the old pump into storage mode, and ensured the customer understood the return process for the defective pump.